Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting what they feel is a false positive sars result. Customer states they are asymptomatic and were negative by another brand rapid antigen test.